Manufacturer narrative:
E1: reporting institution phone: (B)(6); reporter phone number: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the error of backup alarm failed occurred on the v60 ventilator while the device was in the service center. The device was not in clinical use. There was no report of harm. The pse confirmed error code 1104 (backup alarm failed) in the device diagnostic event log. The pse determined component replacement was necessary. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Visual inspection of the component noted no anomalies. The technician verified that the alarm error code e1104 (9 instances) occurred by reviewing the device log history as below: 1104,01:58.41pm,05-11-2023, postbackupaudiblefailed. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. Ls1 was verified as faulty on the cpu pcba. The pil technician verified that shortly after the power on button was pressed, e1104 generated during stb operation. The pil technician also verified that the e1104 would repeat during the cycling of the stb through the use of the power on/ power off button. The pil technician induced a hardware power fail condition with the stb. During the hardware power fail condition, the led on the bezel was flashing bright red as expected. However, no audible sound was heard. The pil technician verified that the reason for the repeating e/c 1104 and the failure of the secondary alarm circuit is due to a faulty ls1 (secondary alarm buzzer). Ls1 has a 402.5k ohm resistance, verifying that ls1 is not shorted or open. The technician verified that ls1 (secondary speaker) failed to function as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. No tone was heard.